Manufacturer narrative:
Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
Additional information received indicates that a head CT performed on (B)(6) 2017 revealed a cavernoma in the patient's frontal lobe. This information is presumed to refer to a malformation or a hemorrhagic event. The patient underwent neurological surgery on (B)(6) 2017 for "excision of the cavernoma". This surgery is reported to have gone well and the patient was re-started on his anticoagulation over the next two weeks. He was discharged home on (B)(6) 2017 on aspirin and warfarin. He was reported to be doing well when he attended his outpatient clinic. The site reported that this event was not related to the patient's vad. No further information has been provided.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing vad support. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. The instructions for use (IFU) and patient manual contains stroke, neurologic dysfunction and respiratory dysfunction as potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke and in optimal patient management. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. The root cause of the reported event cannot be conclusively determined. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient developed a blank stare and started talking gibberish while at home on (B)(6) 2017. His significant other called 911 and he was taken to the local emergency department (ed). At the ed, the patient had a witnessed grand mal seizure requiring intubation and mechanical ventilation to protect his airway. A head computerized tomography (CT) scan was negative for any acute neurological changes. The patient was then transferred to a vad-implanting facility for further workup on (B)(6) 2017. Laboratory testing there revealed a therapeutic international normalized ratio (inr). A repeated head CT again revealed no acute neurological changes. The patient's neurological symptoms are reported to have resolve within six hours of their onset. The patient was treated with a loading dose of keppra with resolution of his seizures. He was successfully extubated. A the time of this report, the patient was undergoing a 24-hour electroencephalogram with plans to do a CT angiogram afterwards to rule out endocarditis since the patient has a previously reported active driveline infection. No further information was provided.